Event description:
It was reported that wake button was is extremely difficult to press and/or requires multiple presses to turn on pump screen. There was no reported impact to the customer¿s blood glucose level. Customer followed instructions from technical support to press button in a specific way, confirmed pump could eventually turn on but remained difficult to operate, planned to use multiple daily injections as backup, and was provided replacement pump.